Event description:
It was reported that for the non pacer-dependent patient high pacing lead impedance and loss of capture were observed. Lead fracture was suspected. The pace/sense portion of the lead was capped. Defib portion of the lead remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.